Event description:
The following has been reported: nurse reported: when attaching a medication syringe to one of the y-ports, the casing broke off leaving the pointed light blue fluid path spike exposed. No patient harm. A preliminary review of the logs identified the following issue: administration set breaks (any part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.